Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the swelling and redness has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03402, 3006705815-2021-03403. It was reported the patient experienced two large seromas over the lead insertion site as well as the ipg site. Surgical intervention took place wherein the system was explanted.